Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure the instrument deployed malformed staples. There was no pt consequence.